Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a battery compartment crack. It was noted that the issue was first noticed 2 months prior to the date of complaint and there was no damage or trauma to the pump or evidence of moisture within the pump. The reporter noted the battery cap could not be secured to the pump and there was no damage to the battery cap. The reported stated the battery cap was 1 year old at the time of complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.